Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor and power switch. System operates as intended.

Event description:
Customer reported the system is not powering or booting up. No pt injury was reported.